Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device issue occurred during actual suturing or post procedure? - during suturing. Event/procedure date? Unknown. Was the needle piece removed from the patient during the same procedure? The needle separated from suture. The needle did not break. How was case completed? With a new like device. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? No. Lot number? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is device return status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date and suture was used. The thread separated from the needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/10/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number pjm651, and no non-conformances related to the reported complaint condition were identified h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that an opened box with twenty-seven unopened samples of product code pdp463h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or splitting were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Note: events reported in 2210968-2021-00886, 2210968-2021-00887, and 2210968-2021-00888 trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.